Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce any issue and device did not malfunction. No failure found. No conclusion can be drawn for the attachment and tools. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during orbital decompression, the corner of the patient's right eye was burned. The size of the burn was about 2 centimeter in diameter and the depth was unknown. On follow up, it was mentioned that there was no delay in the procedure and the patient is under observation. The attachment will not be returned and the tools were discarded.